Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080028) on 19-oct-2018. The most recent information was received on 31-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("I began to bleed") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization, disability and medically significant), fatigue ("fatigue"), depression ("depression"), tooth disorder ("dental problems") and weight increased ("weight gain after 5 months of severe problems"). The patient was treated with surgery (she underwent a hysterectomy to get rid of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, depression, tooth disorder and weight increased outcome was unknown. The reporter provided no causality assessment for depression, fatigue, genital haemorrhage, pelvic pain, tooth disorder and weight increased with essure. The reporter commented: serious injury criterion: hospitalization, disability, permanent damage, required intervention, other (important medical event) and event date on (B)(6) 2015 were reported, but not specified and/or assigned to one of the events. She still leaves everyday with some of these symptoms. Most recent follow-up information incorporated above includes: on 31-oct-2018: summons received: case became potentially legal. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ physical pain/pelvic pain') and genital haemorrhage ('I began to bleed/general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization and disability), fatigue ("fatigue"), depression ("depression/psych injury"), tooth disorder ("dental problems"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headache"), alopecia ("hair loss"), weight fluctuation ("weight gain/weight loss"), memory impairment ("forgetfulness ") and nervous system disorder ("neurological cond/prob") and was found to have weight increased ("weight gain after 5 months of severe problems"). The patient was treated with surgery (eua/tlh/bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, depression, tooth disorder, weight increased, abdominal pain, back pain, heavy menstrual bleeding, migraine, headache, alopecia, weight fluctuation, memory impairment and nervous system disorder outcome was unknown. The reporter provided no causality assessment for depression, fatigue, genital haemorrhage, pelvic pain, tooth disorder and weight increased with essure. The reporter considered abdominal pain, alopecia, back pain, headache, heavy menstrual bleeding, memory impairment, migraine, nervous system disorder and weight fluctuation to be related to essure. The reporter commented: serious injury criterion: hospitalization, disability, permanent damage, required intervention, other (important medical event) and event date (B)(6) 2015 were reported, but not specified and/or assigned to one of the events. She still leaves everyday with some of these symptoms. As discrepancy noted in removal - essure removed? No/if no removal planned, select reason(s): unable to afford surgery plaintiff received treatment for pain, bleeding discrepancy noted in date of insertion (B)(6) 2015 insertion date: date: (B)(6) 2015 (as per mr discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2021: mr received: reporter information and rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080028) on 19-oct-2018. The most recent information was received on 07-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ physical pain/pelvic pain') and genital haemorrhage ('I began to bleed/general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization and disability), fatigue ("fatigue"), depression ("depression/psych injury"), tooth disorder ("dental problems"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headache"), alopecia ("hair loss"), weight fluctuation ("weight gain/weight loss"), memory impairment ("forgetfulness ") and nervous system disorder ("neurological cond/prob") and was found to have weight increased ("weight gain after 5 months of severe problems"). The patient was treated with surgery (eua/tlh/bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, depression, tooth disorder, weight increased, abdominal pain, back pain, heavy menstrual bleeding, migraine, headache, alopecia, weight fluctuation, memory impairment and nervous system disorder outcome was unknown. The reporter provided no causality assessment for depression, fatigue, genital haemorrhage, pelvic pain, tooth disorder and weight increased with essure. The reporter considered abdominal pain, alopecia, back pain, headache, heavy menstrual bleeding, memory impairment, migraine, nervous system disorder and weight fluctuation to be related to essure. The reporter commented: serious injury criterion: hospitalization, disability, permanent damage, required intervention, other (important medical event) and event date (B)(6) 2015 were reported, but not specified and/or assigned to one of the events. She still leaves everyday with some of these symptoms. As discrepancy noted in removal - essure removed? No/if no removal planned, select reason(s): unable to afford surgery plaintiff received treatment for pain, bleeding discrepancy noted in date of insertion (B)(6) 2015 insertion date: date: (B)(6) 2015 (as per mr discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ physical pain/pelvic pain') and genital haemorrhage ('I began to bleed/general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization and disability), fatigue ("fatigue"), depression ("depression/psych injury"), tooth disorder ("dental problems"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headache"), alopecia ("hair loss"), weight fluctuation ("weight gain/weight loss"), memory impairment ("forgetfulness ") and nervous system disorder ("neurological cond/prob") and was found to have weight increased ("weight gain after 5 months of severe problems"). The patient was treated with surgery (she underwent a hysterectomy to get rid of essure device). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, depression, tooth disorder, weight increased, abdominal pain, back pain, menorrhagia, migraine, headache, alopecia, weight fluctuation, memory impairment and nervous system disorder outcome was unknown. The reporter provided no causality assessment for depression, fatigue, genital haemorrhage, pelvic pain, tooth disorder and weight increased with essure. The reporter considered abdominal pain, alopecia, back pain, headache, memory impairment, menorrhagia, migraine, nervous system disorder and weight fluctuation to be related to essure. The reporter commented: serious injury criterion: hospitalization, disability, permanent damage, required intervention, other (important medical event) and event date (B)(6)2015 were reported, but not specified and/or assigned to one of the events. She still leaves everyday with some of these symptoms. As discrepancy noted in removal - essure removed? No/if no removal planned, select reason(s): unable to afford surgery plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: essure confirmation test(s) (unspecified) bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: fu 5 and 6 were processed together. Pfs received. Pfs received. Reporter information added. Event : back pain, menorrhagia (heavy menstrual bleeding), migraine, headache, hair loss, weight gain/weight loss, neurological cond/prob., forgetfulness added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080028) on 19-oct-2018. The most recent information was received on 05-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ physical pain/pelvic pain') and genital haemorrhage ('I began to bleed/general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization, disability and medically significant), fatigue ("fatigue"), depression ("depression/psych injury"), tooth disorder ("dental problems") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain after 5 months of severe problems"). The patient was treated with surgery (she underwent a hysterectomy to get rid of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, depression, tooth disorder, weight increased and abdominal pain outcome was unknown. The reporter provided no causality assessment for depression, fatigue, genital haemorrhage, pelvic pain, tooth disorder and weight increased with essure. The reporter considered abdominal pain to be related to essure. The reporter commented: serious injury criterion: hospitalization, disability, permanent damage, required intervention, other (important medical event) and event date (B)(6) 2015 were reported, but not specified and/or assigned to one of the events. She still leaves everyday with some of these symptoms. As discrepancy noted in removal - essure removed? No/if no removal planned, select reason(s): unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: event was added- abdominal pain. Reporter information was added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("I began to bleed") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization, disability and medically significant), fatigue ("fatigue"), depression ("depression"), tooth disorder ("dental problems") and weight increased ("weight gain after 5 months of severe problems"). The patient was treated with surgery (she underwent a hysterectomy to get rid of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, depression, tooth disorder and weight increased outcome was unknown. The reporter provided no causality assessment for depression, fatigue, genital haemorrhage, pelvic pain, tooth disorder and weight increased with essure. The reporter commented: serious injury criterion: hospitalization, disability, permanent damage, required intervention, other (important medical event) and event date on (B)(6) 2015 were reported, but not specified and/or assigned to one of the events. She still lives everyday with some of these symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Initially received via regulatory authority (food and drug administration, reference number: mw5080028) on 19-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("I began to bleed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization, disability and medically significant), fatigue ("fatigue"), depression ("depression"), tooth disorder ("dental problems") and weight increased ("weight gain after 5 months of severe problems"). The patient was treated with surgery (she underwent a hysterectomy to get rid of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, depression, tooth disorder and weight increased outcome was unknown. The reporter provided no causality assessment for depression, fatigue, genital haemorrhage, pelvic pain, tooth disorder and weight increased with essure. The reporter commented: serious injury criterion: hospitalization, disability, permanent damage, required intervention, other (important medical event) and event date (B)(6) 2015 were reported, but not specified and/or assigned to one of the events. She still leaves everyday with some of these symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.